Manufacturer narrative:
(B)(4) medical product: unknown femoral component: catalog#ni, lot#ni; modular titanium alloy tibial tray: catalog#ni, lot#ni. Foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Approximately six years post implantation, the patient began to experience constant pain during movement and rest. Subsequently, the patient was revised eight years post implantation due to pain, fracture of the articular surface, and increase in valgus position. During the revision, joint effusion with polyethylene fragments in the synovium was noted in addition to synovitis and significant polyethylene bearing wear. Per patient request, only the articular surface was exchanged. Due diligence is in process for this event; to date no further information as been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: vanguard cr ilok fem-rt 60: catalog#183004, lot#236860; biomet cc cruciate tray 67mm: catalog#141232, lot#j3381916; unknown heraeus cement: catalog#ni, lot#ni. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified sign of use with wear on the condyle and fracture fragment near the condyle too. The product was not returned for further evaluation. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records found no intra-ops complication during the surgery. After 5 years, the patient underwent a revision surgery for pain and articular surface fracture. During the surgery, poly fragments were noted in the joint as pronounced granuloma. The articular surface was wear on the dorsomedial side. Performed partial synovectomy of superior and lateral to granuloma excised. Articular surface was revised with no complication. The post operative x-ray review found regular postoperative conditions with lnlay change. Regular postoperative bearing axis angle. Resorption zone in the area of the tibial head unchanged, no indication of prosthesis loosening. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.